Event description:
During follow up, the riata lead showed signs of high impedance. The riata was capped and a new lead was implanted. Due to a thrombosis in the subclavian vein, a new device was not implanted. The patient was in good condition following the procedure. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported impedance and possible lead defect could not be conclusively determined. (B)(4).

Event description:
During follow up, the riata lead showed signs of high impedance. The riata was capped and a new lead was implanted, resulting in subclavian thrombosis. The patient is in good condition following the procedure.